Event description:
(B)(4). This device was covered by my insurance. Since implant was put in I have had the following side effects: heavy bleeding, blood clots, migraines, lower back pain, depression, night sweats, hot flashes, anxiety, low/no sex drive, painful intercourse, weight gain, swelling of hands and feet and numbness in legs.